Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a damaged connecting tube connector while using the endoscope reprocessor. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Correction to d8: the selection should be left blank. Correction to g2: health professional and company representative should be selected in addition to what was already chosen. Based on the results of the investigation, it is likely that the connector became detached by hitting hard objects to the connector, or accumulated stress towards loosen direction. However, a definitive root cause could not be determined. The event can be [detected/prevented] by following the instructions for use (IFU): chapter 5 inspection and preparation before use. 5.6 inspecting the connectors. Check the following for each connector. The connector should be fixed firmly. The o-rings should be free of irregularities such as cracks, tears, or dents. If any irregularity is found, do not use the reprocessor and contact olympus. [Warning]: do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Olympus will continue to monitor field performance for this device.